Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by the surgeon in a clinical trial. It was reported in the clinical study "the event likely happened due to the fact (the patient) had poor bone in the area. The force of the wires on the screws while being wired, likely pulled the screw up through the gingiva causing the necrosis and exposing the head of the screw." Device history record (DHR) review was unable to be performed as the part number and lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. The instructions for use (IFU) for this product provides circumstances in which this product should not be used. It states in the section titled contraindications 2. Patients with limited blood supply, insufficient quantity or quality of bone. The IFU states in the section titled possible adverse effects 10. Tissue necrosis due to compression on the gingiva. 11. Necrosis of bone. 12. Inadequate healing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical product - zimmer biomet 24 gauge ligature wire catalog #: 01-5824 lot #: ni. Zimmer biomet omnimax mmf arch bar catalog #: 01-0298 lot #: ni. Therapy date - (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the study doctor that the patient underwent surgical repair of a single unilateral angle fracture of the jaw. The fracture was a result of an assault. The patient returned to the study doctor approximately six weeks post operative for follow-up and he was found with gingival necrosis. The study doctor stated it appears the screw was likely placed in a spot with minimal inter-dental bone. The patient had ¿gingival necrosis¿ of approximately 2 mm, which the surgeon stated is very minor and did not require treatment or follow-up. The gingiva actually looked pretty healthy around the area, but the screw was exposed. Upon follow up the study doctor reported the devices were removed on the scheduled day as part of the treatment. No adverse events have been reported as a result of the malfunction.